Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the (B)(6) of peritonitis with culture (B)(6) for klebsiella pneumoniae in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The patient was still in the hospital. The peritonitis was not yet recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd890525 and gd889501 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.